Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of cough therapy not working could not be duplicated or confirmed. Ventec downloaded the electronic logs from the device for analysis and observed no abnormalities. The logs indicated that cough therapy was successfully performed on the day of the event. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The following event was reported to ventec via email: "pm due may 2024 hrs til pm 6708 rec call (B)(6) 24 that the cough assist stopped working on vent. Ems was called and pt was transported to the hospital. Phm rt swapped out vent at hospital. Als patient" when asked for additional details about the reported issue, ventec was provided with the following response: "our rt did not observe anything, she got called from pt wife in hospital that pt did not like the feel of hospital vent, so the hospital allowed phm to bring another vent to the pt. Pt had a series of medical issues before this event happened." No further details about the patient or the event were provided. Ventec was advised that the patient was transported to the hospital, but no additional details explaining why the patient was transported to the hospital for medical care was provided. Therefore it is unknown if the patient went to the hospital due to the device use or due to the other medical issues referenced by the reporter. Ventec reached out to the reporter again in an attempt to obtain additional, clarifying information about the event, however, a response has not been received.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-001 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).